Event description:
It was reported from the ICU, that the secondary potassium infusion 40mmol/100ml, was to infuse over one hour, but it back flowed into the primary infusion. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
The customer's report that the secondary infusion back flowed into the primary infusion was confirmed. The sets were visually inspected for kinks, incomplete bonding engagements, holes/tears in the tubing or damages to the components. Functional testing observed that the blue dye water from the secondary set was flowing into the primary set¿s IV bag passed the check valve, confirming the customer¿s report of backflow. The root cause was not definitively determined.

Event description:
It was reported from the ICU, that the secondary potassium infusion 40mmol/100ml, was to infuse over one hour, but it back flowed into the primary infusion. It was further confirmed during follow up, that there was no patient harm or impact as a result of this event.

Manufacturer narrative:
Patient information not provided. Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported from the ICU that the nurse was replacing the patient¿s low potassium level. Pump programmed correctly. The potassium was to infuse over 1 hour as per protocol and instead the 100 cc bag with 40mmmol of potassium infused very quickly. Upon review it was determined that the secondary bag was flowing into the primary line. There was no impact to patient